Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, tandem customer technical support recommended the customer clean their vents and pneumatic tap area. There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method insulin therapy.